Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from the port." The device couldn't be tightened to prevent the leakage.